Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose at the time of the incident was 400 mg/dl and the current was 247 mg/dl. The customer's other blood glucose was 385 mg/dl. The auto mode feature was active. The customer stated that they do not need to troubleshoot for the high blood glucose. The device will not be returned for the analysis.